Event description:
It was reported this right ventricular (rv) lead exhibited high pacing impedance and an increase in threshold measurements. A connection issue with the defibrillator was suspected. Reprogramming was done and the rv lead was removed, reinserted, re-secured, and the setscrew was fixed. The measurements were then within normal range. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.